Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 30 mg/dl and 134 mg/dl, 23 mg/dl and 96 mg/dl, lo (<10 mg/dl) and 115 mg/dl, and lo (<10 mg/dl) and 116 mg/dl, no adverse event reported. Requested return of suspect device for evaluation and replacement was sent.